Event description:
It was reported that a new implant is needed due to repeated infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The patient received a peek implant in (B)(6) 2024 due to repeated infection after prior surgeries. Medical expert and surgeon concluded the infection was clinically related and not caused by the implant (see communication log). Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.